Event description:
The facility representative reported a infusor pump with a condition of "pump was dropped bolus knob sticks". There was no patient injury or medical intervention necessary according to the hospital representative. During the product evaluation at baxter it was discovered that a constant alarm was received after the pump started to run. No additional information is available.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, resistance was felt during the deployment of the thumb advancer. The clip was deployed and the device was removed. Hemostasis was not achieved and a half inch piece of white plastic was seen protruding through the access site. The physician removed the piece of plastic with his fingers which was discovered to be a sliver of the entire length of the sheath and the clip was found deployed at the end of it. Hemostasis was achieved with manual compression. There was no adverse pt sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the proximal end of the flex-guide was heavily carved by the delivery tubeset when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment and sheath splitting, resulting in bent garage leaves that punctured and tore the sheath. Subsequently, resistance was encountered as reported. However, the thumb advancer stroke was complete, indicating additional force was applied to overcome the resistance. Because excessive force was applied to continue advancing the thumb advancer against resistance, the sheath was torn and a long piece of it was completely detached. Subsequently, as the clip was fired, the tines punctured into a detached piece of the sheath, resulting in the clip being captured instead of fully delivered to the arterial surface to close the vessel as intended. Based on the investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.